Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the gas blender system if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electronic gas blender was found to have a too high oxygen flow. Therefore, preventive maintenance did not pass. The unit will be shipped to livanova deutschland for a detailed investigation and repair. There was no patient involvement.

Manufacturer narrative:
H11: through follow-up communication with the customer, livanova learned that the service quotation of the repair activity has not been accepted by the customer. Therefore, the device will be returned back to the customer labelled "not for clinical use" and will not be repaired. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Device was returned to manfucaturer for investigation and the error has been confirmed: o2 gas flow fluctuations exceeding acceptable limits. It was also detected a failure in the display, which is possibly not related to the o2 gas flow fluctuations. To solve the issue, the following actions need to be performed: replacement of the o2 mass-flow controller and the complete front panel. Calibration, preventive maintenance, technical safety inspection and test run. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2007 and no other similar event has been reported, neither concerning trend has been identified. Based on the gathered information, the most likely root cause has been assigned to a defective o2 mass-flow controller.

Event description:
See initial report.